Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci-assisted ventral hernia tarup surgical procedure, a nurse called in during system setup prior to surgery with no patient involvement to report that the console was not passing its self-test and complaining about homing issues. As the issue was related to homing, the technical support engineer (tse) guided the caller to check for obstructions and the caller confirmed there were no obstructions. The tse reviewed the logs and found that it was only one axis (grip) that was reporting the fault. The issue was not able to be recovered after a power cycle and fiber reseating.